Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted. As the customer had received these alarms in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.